Event description:
It was reported the customer received a motor error alarm while changing their infusion set. The customer also reported experiencing a high blood glucose of 570 mg/dl. Customer was able to treat their blood glucose with a manual injection. The customer also believed their insulin pump was not delivering insulin to their body. The customer's blood glucose was 300 mg/dl at the time of the call. Customer reported being tired, vomiting and feeling dizzy from their high blood glucose. Troubleshooting found the customer was able to complete the rewind sequence on their insulin pump. The customer also did not have a bent cannula upon removal of their infusion set. Troubleshooting could not be completed as the customer did not have a tubing clamp to perform a high pressure test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and no e70 alarm noted on alarm history screen. The insulin pump unit passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The motor passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.